Manufacturer narrative:
H10: a vyaire field service representative(fsr) evaluated the device onsite and adjusted the o2 relay and o2 regulator. The o2 cell was replaced. The fsr conducted est (extended systems test) and post (power on self test) test and both passed. The blended accuracy verification values are within specification. The unit is functioning properly. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the avea ventilator had o2 (oxygen) sensor failure. The unit was on a patient but there was no harm reported